Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 5076-58 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead exhibited undersensing, and the right ventricular (rv) lead exhibited high thresholds and oversensing. The leads remain in use. No patient complications have been reported as a result of this event.